Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4512 implantable pacing lead boston scientific (B)(6) 2003; 4086 implantable pacing lead boston scientific (B)(6) 2003; 0157 implantable tachy lead boston scientific (B)(6) 2003; lvis10 implantable pacing lead oscor medical (B)(6) 2005. (B)(4).

Event description:
It was reported that the performance of the device was fine, the high left ventricular threshold caused early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.